Manufacturer narrative:
Follow-up information received on 07-sep-2016. A legal claim was provided. In the days following implant, plaintiff began suffering from severe abdominal pain and bloating and abnormal bleeding. Approximately two weeks post procedure, she sought medical attention for her severe pain and bleeding. She underwent a pelvic ultra-sound and a pelvic x-ray which showed that the device was displaced. On or about (B)(6) 2013, plaintiff underwent a bilateral salpingectomy to remove her coils. During the removal surgery, physician discovered that the left coil had migrated out of her fallopian tube and the right coil had perforated her uterus. Following the salpingectomy, plaintiff suffered a long and painful post-operative recovery causing her to miss three crucial weeks of her physician-assistant residency program. Company causality comment: this spontaneous case report was received via regulatory authority and became a legal case upon follow-up. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was submitted to bilateral salpingectomy to remove her coils. During the removal surgery, physician discovered that the one of the coils had bent and embedded into uterus/right coil had perforated her (plaintiff's) uterus (uterine perforation) and the other coil moved out of tube and was tangled in the omentum in abdomen (device dislocation). Plaintiff also experienced bleeding continuously from procedure until removal/abnormal bleeding (genital haemorrhage). The events are listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure can occur, most often during insertion. During essure therapy, there is a risk that the device could move in/out of fallopian tubes; also abnormal genital bleeding, menses pattern changes may occur. Given the events' nature, a causal relationship with the suspect device cannot be excluded. This case was regarded as incident, since device removal was required. Additionally, non serious events were reported. The product technical complaint analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
A consumer had essure implanted for sterilization. She had pain, bloating, and bleeding continuously from the time the procedure was done until the time she had to have both coils removed. One of the coils had bent and embedded itself into her uterus. The other coil moved out of the other fallopian tube and was tangled in the omentum in her abdomen. She had surgery performed to have both coils removed and is still experiencing pain and bloating. Follow-up attempted without success.